Event description:
Additional information received reported the patient did not have concerns with their device or therapy. It was noted the patient had received assistance from their doctor or manufacturer¿s representative and their concerns were resolved on (B)(6) 2014. Additional information received reported the patient was supposed to be meeting with a manufacturer¿s representative for some programming.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient¿s coverage was in the appropriate area and there were no issues. The patient was interrogated but no changes were made. The patient was going to call for follow-up if needed.

Event description:
The patient did not think that her implant was working right. The patient was getting stimulation in her lower spine but it did not feel quite right. The patient was not getting enough pain relief. Additional information has been requested.